Event description:
This shaver handpiece was returned with a request for repair. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was received for evaluation. During testing, the device made a loud grinding noise related to binding of the motor and gearbox. Further investigation found this handpiece has the potential to activate on its own related to cable resistor failure. The cable resistor was found completely rusted and the resistor endcap had separated from the resistor element. A review of product history for the past 2 years shows two other reported events for this failure mode. No injuries are associated with this failure mode. This product will continue to be monitored for failures.